Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed the latitude data and stated that the pacing impedance had shown jumpy measurements since (B)(6) 2025. X-ray imaging was performed and there were they did not show any macroscopic damage to the lead. The lates in-clinic measurement showed a good pacing threshold and the device had not recorded any episodes indicating noise on rv channel. The shock impedance also showed stable measurements up to 92 ohms. Ts recommended to consider rv lead replacement. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring at 3000 ohms on the right ventricular (rv) channel. Technical services (ts) reviewed the latitude data and stated that the pacing impedance had shown jumpy measurements since november 2025. X-ray imaging was performed and there were they did not show any macroscopic damage to the lead. The lates in-clinic measurement showed a good pacing threshold and the device had not recorded any episodes indicating noise on rv channel. The shock impedance also showed stable measurements up to 92 ohms. Ts recommended to consider rv lead replacement. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.